Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to lag between the sg and bg inherent to sensing technology. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Post re-link, overall performance of the system was within expectations with the calibration values aligning with the sensor's trends. The user was advised to continue using the system and to reach out if any further discrepancies were observed.

Event description:
On april 20th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.